Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall due to syncope. It was reported that due to the implantable pulse generator (ipg) exhibiting a low battery, the right ventricular (rv) lead experienced a loss of capture and multiple power on resets. The patient has been admitted to hospital and intubated. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated an electrical reset. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.